Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with cystocele repair on (B)(6) 2003 due to vaginal prolapse and a mesh was implanted into the patient. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia and vaginal scarring. It was reported that patient underwent in (B)(6) 2007 a mesh revision/excision due to mesh erosion and in 2008 a mesh revision/excision due to mesh erosion.

Manufacturer narrative:
Date sent to the FDA: 09/24/2015, additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent mesh excision on (B)(6) 2003 due to erosion. It was reported that patient underwent mesh excision on (B)(6) 2008 due to exposed. No additional information was provided.